Event description:
It was reported by dealer that there are multiple items that were damaged, and the customer has abused the patriot wheel chair. Dealer states one the wheel lock were bent, and loose hardware, one fork was very loose and damaged the frame. Customer was calling for a quote and states this was all due to the group home not tightening anything or really paying any attention to maintenance for this chair. No further information provided.